Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Explanting physician reported capsular contracture (baker grade unknown) that appeared 3 months after the implant. It is not confirmed if the device has been explanted. This record relates to the left side.